Manufacturer narrative:
Physio-control replaced the device's main keypad assembly and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly in a test device and was able to verify that the reported issue occurred intermittently. Physio observed that the reported event code was logged in the test device's memory following a failure to deliver defibrillation energy. Physio found that the test device would charge ok, but when the shock button was pressed (in order to deliver the energy) the test device would disarm and dump the energy charge internally. Physio determined that the cause of the reported issue was that the shock switch was out of tolerance due to excessive resistance.

Manufacturer narrative:
Supplemental MDR is required to document that field action number (B)(4) is relevant to this reported issue.

Event description:
Supplemental MDR is required to document that field action number (B)(4) is relevant to this reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During an annual preventative maintenance (pm) evaluation of the customer's device, physio-control observed that it had logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy.  Further testing was completed where physio confirmed that when attempting to shock there was no energy output.   There was no patient use associated with the reported event.